Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display activated, and the correct software loaded. Standby mode did not activate and the bulb failed to ignite. An e-1 error was observed. An evaluation was conducted on the ability of the lightcable and jaw to engage. The evaluation was successful. Further investigation revealed that the root cause of the reported failure was traced to a defective ballast. A corrective action has been implemented to improve the performance of the ballast and to make the occurrence of e-1 errors less likely. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit experienced an e-1 error.